Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.

Event description:
Patient's attorney contacted depuy alleging that in 2007 the plate affixed to the radius broke and was replaced the following month. One month later, the ulna plate snapped and broke.